Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the symptom resolved two months following onset.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with epithelial defect and pain following bandage contact lens removal six days following photo refractive keratectomy (prk) of the left eye. Additional information received; the patient had prk over her previous lasik treatment. Five days following treatment the bandage contact lens was removed without issue. Later that same day the patient called back reporting discomfort. The patient returned the following day and received a new bandage contact lens secondary to loose epithelium. Eight days later the patient returned for removal of the second lens which was easily removed without further issue. The patient is pending future follow up.